Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced skin allergic reaction described as itching, red, weeping, pus and pimples, and consulted with their doctor about the allergic reaction and then treated themselves with an unspecified ointment. No third-party treatment or prescription was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.